Event description:
A report was received that a patient was having difficulties charging her ipg. The patient had lost a significant amount of weight (not device related) and since has had difficulties charging. The physician relocated the pocket location to the patient's abdomen. Nothing was explanted and the patient is reportedly doing well following the procedure.